Event description:
Stryker prp kit did not spin down correctly when spun in loaner centrifuge. The wax did not separate. Surgeon notified of this and decided to use product (patient own blood).what was the original intended procedure?eua sclope l shoulder; arthroscopic anterior capsular reconstruction; bursectomy; infusion of autologous cell transfer system using prp by stryker.device #1is this a laboratory device or laboratory test?no.